Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2011 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. The device records multiple manual power ups of 10 minutes duration between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.